Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36-year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2528 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2528 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2023: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic pain female, menses irregular and heavy periods. Previously administered products included: oral contraceptive nos. The patient had a family history of breast cancer and ovarian cancer. On (B)(6), 2015, the patient had essure inserted. On (B)(6), 2022, 2586 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] (date unknown): coils in correct position and no spillage of dye [pathology test] on (B)(6), 2022: diagnosis: a foreign body left essure medical device- essure b foreign body right essure medical device- essure benign fibrous tissue with focal mild chronic inflammation c fallopian tube, left segment of fallopian tube with lumen d fallopian tube, right segment of fallopian tube with lumen e peritoneum left anterior cul-de-sac peritoneum biopsy benign fibrous tissue with focal mild chronic inflammation and necrotic changes f peritoneum posterior cul-de-sac biopsy benign fibrofatty tissue with mild chronic inflammation specimen source a foreign body left essure b foreign body right essure c fallopian tube, left d fallopian tube, right e peritoneum left anterior cul-de-sac peritoneum biopsy f peritoneum posterior cul-de-sac biopsy left essure right essure left anterior cul-de-sac peritoneum biopsy biopsy gross description left essure. It consists of multiple pieces of metallic strings, up to 6 cm in length. Foreign body right essure. It consists of multiple pieces of metallic strings, up to 6.5 cm in length. Fallopian tube, left. It consists of a segment of fallopian tube with lumen, up to 6 x 0.6 cm. Fallopian tube, right. It consists of a segment of fallopian tube with lumen, up to 7 x 0.6 cm. [Ultrasound scan vagina] on (B)(6), 2022: paired curvilinear echogenic structures along the expected course of the proximal fallopian tubes bilaterally are consistent with essure devices placed in 2015. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: medical record received. Surgical pathology report received. Medical history , reporter information updated. Lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.